Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for spinal pain. It was reported that the patient was scheduled for pocket revision on (B)(6) 2022. The issue being reported for the pocket revision was unknown. There were no known factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting were performed. The issue was not resolved at the time of report. The patient's weight was unknown. The patient's medical history included chronic pain. The patient's status at the time of report was alive - no injury. Additional information received from healthcare provider (hcp) via company representative (rep) reported that there were no device/therapy issues related to the pocket revision. The hcp stated that the reason for the pocket revision was due to the patient gaining some weight, along with having had multiple pumps, and refills were becoming difficult as the pump was in too deep for the long needle. It was reported that the pocket revision on (B)(6) 2022 resolved the issue.